Event description:
Information was received from a patient's friend/family member (pt rep.) Pt rep. Said they got the scs device implanted in "maybe" 2021 and "almost died during the surgery." Pt rep. Said the hcp (health care proxy) who performed the surgery was not even qualified and the hcp who was supposed to perform the surgery pulled out at the last minute. Pt rep. Said the patient (pt) stopped charging and using the scs device because it never worked for the pt. Pt rep. Said now the pt needed MRI (magnetic resonance imaging) because of a lump in their breast. Pt rep. Said the pt could not locate the ins (infrared neural stimulation) to charge the ins half the time and was confused about everything. Implanting hcp was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).